Event description:
It was reported that the patient presented to the clinic and the ra, rv and lv thresholds could not be captured. The patient was sent to the hospital and experienced vt/pvcs. During device check, slow vt was noted. The patient was placed on medications and released from the hospital. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.